Manufacturer narrative:
Concomitant products : spacers, screws, rods, set screws (implant (B)(6) 2008, explant (B)(6) 2008).

Event description:
It was reported that the patient presented with l4-5 and l5-s1 spondylosis with right l5 radiculopathy. Patient underwent decompression l4-s1; l4-s1 transforaminal lumbar interbody fusion using rhbmp-2/acs; l4-s1 instrumented posterolateral fusion; local allograft; and nim emg monitoring. It was noted that the ligamentum flavum was, ¿thickened at (l4) and redundant, resulting in bilateral lateral recess stenosis. A central disc bulge was noted (l4-5 and l5-s1).¿ no complications were reported and patient was taken to recovery in satisfactory condition. On (B)(6) 2008 the patient presented with left l5 radiculitis and possible pseudoarthrosis at l4-5 and l5-s1. Patient underwent removal of pedicle screw instrumentation l4-s1; interrogation of fusion l4-s1; interrogation of pedicle screw holes for medial breeches; and use of nim emg for both testing of screws and free-run emg x 2 hours. Per the op notes, ¿there was no conduction through the pedicle screws at nearly 20 ma, there was conduction with free probe through the left l4 and l5 pedicle screw holes, indicative of a medial breech. Bone islands were present in the posterolateral gutters, which nearly but did not completely bridge the transverse processes. No appreciable motion was noted between adjacent levels¿the decision was made not to re-instrument.¿ no complications were reported.

Manufacturer narrative:
Concomitant products: posterolateral instrumentation (implant (B)(6) 2008, explant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This event was also reported under manufacturer report # 1030489-2013-03388.